Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pace impedances on the right atrial (ra) lead. The impedances were greater than 2000 ohms. In addition, intermittent sensing and oversensing were also observed which resulted in pacing inhibition. The ra lead was then explanted and replaced. This pacemaker remains in service. A fluoroscopy was performed which showed no visible damage on the lead. The source of the observations was not conclusively determined. No additional adverse patient effects were reported.